Event description:
It was reported the patient experienced a loss of therapeutic effect since implant. The settings from the previous neurostimulator to the current neurostimulator were exactly the same. Impedances were within normal range. It was disclosed that a dog jumped on the patient's chest. The patient felt something pull. It was unclear whether the dog jumped on the patient's chest before implant or after implant. Additional information has been requested from the hcp, but was not available as of the date of this report.